Event description:
It was reported that the power light on the remote monitor keeps flashing and will not stop. Unplugging the monitor did not resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.